Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that they found non capture on rv lead. In addition, representative stated lead is bad. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).